Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an increase in the left ventricular lead's impedance and pacing capture threshold. The physician thought the lead may be fractured. The lead was scheduled to be replaced. No patient complications were reported as a result of this event.